Manufacturer narrative:
This MDR task will be cancelled per dchu based off of mfg report #9617032-2021-00764. See pr #3237669 (duplicate record).

Event description:
It was reported when using the paxgene® blood ccfdna tube there was discolored/abnormal additive form. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "there was a slurry mixture instead of clear liquid in paxgene blood ccfdna tube.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the paxgene® blood ccfdna tube there was discolored/abnormal additive form. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "there was a slurry mixture instead of clear liquid in paxgene blood ccfdna tube.